Event description:
Notice small 'droplets' of free mercury in dental amalgamator machines. Asking other federal dental facilities if they have had problems with the kerr tytin capsules. They revealed that there is indeed a history. Facility is unsure at this point how they will be able to clean their amalgamators so that chronic exposure won't be a problem to dental employees. Facility is also reporting this to dental investigation service. Reporter contacted customer service at kerr about the issue. They seemed to be aware of it, but were not helpful beyond volunteering to take back any product facility no longer wants. Apparently there may be a design flaw with kerr tytin amalgam capsules which can lead to free mercury release into the dental clinic.